Event description:
A customer reported experiencing a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and reloading the original cartridge, successfully resuming insulin therapy.